Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed parts are disassembled from the journey dcf ap fem cut blk 4. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.this is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.

Event description:
It was reported that the journey femoral cutting block broke while putting it on the block. Event occurred during surgery with instruments outside the patient. It was not reported if/how the problem was resolved. No delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.